Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the identified failure is cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign objects at the aw-tube and aw-cylinder. There was no patient involvement.

Manufacturer narrative:
Corrected fields: h6, h11. This supplemental report is being submitted to provide the results of the final investigation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.